Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID: bi71000896, lot # 2364236. Product ID: bi71000194, lot #: n/a. Fdm b02, fdr c21, fdc d16 h3: a medtronic representative was back at the site working on the system. It was shown that the hand controller intermittently activated the deadman signal at boot up, preventing homing of motion controllers and cleared when disconnected or buttons were pressed. It was also shown that the mvs displayed errors indicating cal files were not available after reconnecting umbilical cable. No errors when ias and mvs are booted together and stay connected. The system checked out after replacing the hand controller and mvs computer. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: information references the main component of the system. Other relevant device(s) are: product ID: bi71000897, serial/lot #: unknown, ubd: , UDI#: fdm b20, fdr c20, fdc d14. A medtronic representative visited the site to perform a system checkout. It was shown that they had the same errors while initializing the rotor controller. They reloaded the firmware to the motion controllers and the initialization errors cleared in logs. System was functioning normally. Fdm b01, fdr c19, fdc d14. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative regarding an imaging system outside of a procedure. It was reported that the system would boot up as "systems initializing please wait." A reboot did not resolve the issue.

Manufacturer narrative:
H3: the mobile view station (mvs) computer and x-ray hand switch were returned for analysis. Functional testing, performance testing, visual/physical examination, usability inspection all found no fault with both the returned computer and hand switch. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.